Manufacturer narrative:
Device passed the displacement test, rewind, a21 alarm, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected a21 alarm anomalies noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose value was 130 mg/dl. Customer stated that they were able to clear the alarm and not able to complete rewind. Customer stated that insulin pump will not be returned for analysis.